Event description:
The customer alleged the nursing station alarm activated and the room indicator went on. The staff responded to the activating alarms, came into the room and did not hear the ventilator's audio alarm. However, it was not verified which alarm condition was activated. No adverse pt problem resulted and was verified. The pt was bagged and the ventilator was changed out. The mallinckrodt customer support engineer (cse) inspected the device and could not dupplicate the reported event. He replaced the audio alarm assembly and the front panel pcb as a precautionary measure. The unit passed extended self testing.